Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2008. During the sling deployment, the sling came out of the introducer. A different type of sling device was used to successfully complete the procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.